Manufacturer narrative:
H3 device evaluated by mfg ¿updated h3 summary attached - updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter shaft was inspected and the tip was damaged and appeared to be crushed and crystallized procedural fluid was present on the surface and inside the shaft. The device was soaked in lukewarm water to remove crystallized procedural fluid. During functional test, the device was inflated without difficulty but a leak was observed from the damaged balloon catheter tip. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, flush was given when balloon catheter was taken out from the dispenser hoop and the entire system was flushed with a saline-contrast mixture. Continuous flush set up and maintained throughout the clinical procedure. There was no resistance when the guidewire was inserted, after the guidewire was inserted, the entire system was flushed, and saline-contrast mixture confirmed it was flowed. A 1cc syringe was used to inflate the balloon in the body and the contrast agent was diluted 50%. A 14 size guidewire was used. Abnormalities such as air, leaks, or poor expansion were found when the balloon was expanded outside the body. The patient¿s anatomy was normal tortuous. The device was able to be inflated and deflated without issue therefore the as reported balloon failed to inflate was not confirmed. However, leaking was noted from the tip of the balloon microcatheter. The tip appeared to be damaged/crushed which may have occurred during insertion into the rhv if the rhv was not fully opened. The as reported and as analyzed balloon leaked during use as well as the as analyzed balloon catheter tip damaged will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) inflation was performed at the target site but it did not inflate smoothly. Therefore, when the subject balloon catheter was removed from the patient's anatomy and checked outside the body, it was confirmed that the diluted contrast agent was leaking from its tip. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) inflation was performed at the target site but it did not inflate smoothly. Therefore, when the subject balloon catheter was removed from the patient's anatomy and checked outside the body, it was confirmed that the diluted contrast agent was leaking from its tip. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.